Event description:
The customer reported that the system shut down uncommanded during a case then would not boot back up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were replaced: the real time operating system, general purpose operating system, ps1 and ps2 power supplies. Also, the system software was reloaded. The system was then found to be operating as intended.